Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty sensor glucose. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. (B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 243 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.